Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device was received for evaluation. Investigation coordinated by synthes (B)(4). Report received indicates the customers complaint of device shorting out - intermittent op. Was not confirmed. The small battery drive was evaluated and the device functions as designed. The customer complaint could not be duplicated. Placeholder.

Event description:
The user facility reports during a wrist procedure on (B)(6) 2013, the small battery drive was shorting out. It could not be determined if the issue was caused by the small battery drive or either of the two casings for 14.4v battery that were used. No additional information was provided. This is 1 of 3 reports for the same event, complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Manufacturer narrative:
A review of the service history for the past six months from the awareness date was performed. The item was previously returned for service on (B)(6)-2012 due to does not function. A service request for this item was requested on (B)(6)-2013 for intermittent operation. There are possible relevant issues identified in the service history review, but no conclusion can be drawn. (B)(6).